Event description:
The patient reported that she jumped in the pool and when she got out the pump screen said verify. She reported that she was not able to get the pump to respond to the presses. She reported that she has tried to reboot with a few brand new batteries but now the pump will not turn on. She confirmed that there was no visible damage and the battery cap was tight to pump without the yellow o-ring being visible.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, moisture was evident in the display and the pump was unable to power on. A leak test was performed and the keypad was found to be leaking. The pump was opened and moisture damage was found on the pcb.